Event description:
Note: this report pertains to the first of three spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that three spyscope ds ii were used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the spyscope ds ii was connected to the spyglass controller but a grey square with four white spots appears on the screen. The spyscope was disconnected and connected three times but unable to get image. They opened another two spyscope ds ii but the same problem occurred for all of them. The procedure was not completed due to this event and was rescheduled. There were no patient complications reported as result of this event.

Manufacturer narrative:
Reporter address: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of three spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that three spyscope ds ii were used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the spyscope ds ii was connected to the spyglass controller but a grey square with four white spots appears on the screen. The spyscope was disconnected and connected three times but unable to get image. They opened another two spyscope ds ii but the same problem occurred for all of them. The procedure was not completed due to this event and was rescheduled. There were no patient complications reported as result of this event.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted signs of use in the form of procedural residue on the tip and on the shaft of the catheter. No damage except jacket wearing from use was noted. Witness marks and procedural residue were observed on the contacts of the umbilicus connector, indicating it was connected to a controller and potential procedural residue remains on the controller at the customer site. An image assessment for visualization was performed. The device was plugged into the controller, no image was displayed. When the contacts of the umbilicus connector was cleaned and unit was plugged in again, a live, clear image was displayed. No problems were identified with the image. No problems were observed with physical connectivity of the device. The umbilicus connector was visually inspected and no damage or defects were noted. The lighting controls on the controller were tested and the scope lighting adjusted accordingly, no problems were observed with scope lighting or plastic optical fibers (pofs). The device was fully articulated in all directions; no problems were identified with the image. X-ray imaging of the distal tip showed no problem with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. No damage was noted to the camera wire or jacket. Signs of procedural residue were present inside the handle. The reported event was confirmed. During product analysis, it was identified that procedural remains were deposited on the umbilicus connector. It is possible that the controller at customer site had procedural remains on the connector pins that were transferred to umbilicus connector preventing a successful contact between device and controller, resulting in no image. Based on all gathered information, the complaint investigation conclusion code selected for the visualization issue is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.